Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead had fractured two years after implant. The patient stated that their physician had received a remote transmission that indicated there was an issue with the rv lead and then showed the patient an x-ray of the lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) had triggered three days prior to explant of the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.